Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. It was confirmed that ventilator inoperative alarm had been recorded in the ventilator's downloaded error log. The device's main pca was replaced to address the issue. In addition, dirt was confirmed therefore the ui panel was replaced.